Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical records and/or images but was denied. The mostly cause of this event is user related due to the off- label use of non- endologix stent. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the repair of a previous reported event (2031527-2019-00070), a deployment issue of the bifurcated stent graft was reported. The patient was being relined with a cook z-fen topper and cook thoracic graft down bifurcation. These are both non-endologix stents and this procedure is considered to be off-label. When the physician was implanting another afx2 bifurcated stent graft (endologix), the stent became stuck behind the non-endologix stent strut causing the deployment issue. The physician convert into aui graft with blood flow to right side only. After that physician plugged the left common iliac, he did a fem to fem bypass from right side to left side to restore flow into left side. The patient was reported as doing well. As of the date of this report, there have been no additional patient sequelae reported.